Event description:
It was reported that the balloon failed to deflate. The patient with coronary arteries atherosclerosis. A wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During withdrawal, it was noted that the balloon failed to deflate following use in the coronary artery and could not passage through the non-boston scientific guiding catheter. Multiple deflation attempts were made over 15 seconds, but none were successful. As a result, it was necessary to remove the entire catheter system with the balloon still inside. The procedure was completed with this device and the were no patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. H11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. H11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the balloon failed to deflate. The patient with coronary arteries atherosclerosis. A wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During withdrawal, it was noted that the balloon failed to deflate following use in the coronary artery and could not passage through the non-boston scientific guiding catheter. Multiple deflation attempts were made over 15 seconds, but none were successful. As a result, it was necessary to remove the entire catheter system with the balloon still inside. The procedure was completed with a non-boston scientific balloon and the were no patient complications reported. Previously it was reported that the balloon failed to deflate. However, additional information has been received that the actual issue occurred was the wolverine failed to exit the guide catheter into the artery.